Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call of been hospitalized on (B)(6) 2016 with blood glucose over 600 mg/dl. Customer had symptom of high blood glucose; customer had nausea. Customer was hospitalized due to high blood glucose. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Customer reported that high blood glucose began on (B)(6) 2016. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer declined checking for leaks or air bubble; site or insulin issues; and settings. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test.